Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial:(B)(6), lot: a000033674. B3-date of event is estimated.

Event description:
It was reported the patient was unable to place their scs system into MRI mode, prior to an MRI procedure. Later, diagnostics discovered high impedance patient lead. Investigation was unable to determine which of the leads attributed to the event. In turn, the patient underwent surgical intervention wherein the entire system was explanted. Date of explant is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.